Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the hip with the trochanteric femoral nailing system advanced (tfna) on (B)(6) 2019, a hex flexible screwdriver broke when tightening the internal set screw in the nail. Another driver was used. Everything was completed in timely basis with other instruments. There was no surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Event description:
It was reported that the shaft of the screwdriver broke.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d10. D11: added therapy date. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation flow: damage. Visual inspection: the 5mm hex flexible screwdriver (part # 03.037.028/ lot # 9298611) was received at us cq. It was observed that the screw driver was broken at its most proximal laser cut segment on the shaft. The shaft was broken into two pieces, both pieces were received. There was a foreign white sticky substance on the distal tip of the device. No other issues were identified. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; shaft was broken. Conclusion: the overall complaint was confirmed for the received 5mm hex flexible screwdriver as the shaft was broken at its most proximal laser cut segment. Although no definitive root-cause can be determined it is possible the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.028; lot: 9298611; manufacturing site: hägendorf; release to warehouse date: may 12, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.